Manufacturer narrative:
Additional information: a3 g2-report source the remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported two (2) false positive results with the determine hiv-1/2 ag/ab combo performed on (B)(6) 2025 with a whole blood sample obtained via fingerstick. This MFR. Report addresses test two (2) of two (2). Confirmation testing was not performed. Additional testing was performed with a determine hiv early detect with unknown sample type and generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Correction: b5, e3-occupation. Additional information: g2-report source. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 902011 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot: 902011, device part number 10732998 / lot: 891883. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 902011 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it may be related to the specific patient samples.

Event description:
The customer reported two (2) false positive results with the determine hiv-1/2 ag/ab combo performed on (B)(6) 2025 with a whole blood sample obtained via fingerstick. This MFR. Report addresses test two (2) of two (2). Additional testing was performed with a determine hiv early detect with unknown sample type and generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported two(2) false positive results with the determine hiv-1/2 ag/ab combo performed on (B)(6) 2025 with a whole blood sample obtained via fingerstick. This MFR. Report addresses test two(2) of two(2). Confirmation testing was not performed. Additional testing was performed with a determine hiv early detect with unknown sample type and generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.